Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test, power loss alarm or unexpected insulin flow blocked alarms noted during testing. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was 104 mg/dl. The customer also mentioned getting insulin flow blocked alarm, power loss alarm and failed battery test alarm. Customer declined troubleshooting for these alarms. The customer had a blood glucose of 299 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.